Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell, their implant was not working, and their symptoms are worse than before the procedure. Later on that day, patient noticed a burning sensation that occurs after using the bathroom (they think it is the same sensation as a urinary infection, but doesn't think it is one). They also noticed a return of symptoms (urgency, having to wear pads) and has been really bad for the last 2 weeks. The patient said they are having stronger issues than before it was implanted and had a fall on (B)(6) 2020. Prior to calling, they changed from program 1 to program 2 and increased to 3.4v, but felt a shocking/stinging sensation so they decreased to 3.2v where they felt stimulation comfortably. The patient also called their healthcare provider's (hcp) office regarding the burning sensation and they instructed the to contact the manufacturing company. The call center suggested keeping a diary of symptoms and stimulation and redirected them to their hcp to address their symptoms. No further patient complications have been reported as a result of this event.